Event description:
It is reported that the patient received a resolute integrity 3.50 x 22 mm rx drug eluting stent and another resolute integrity 2.50 x 30 mm rx drug eluting stent a month later. The patient is taking plavix, effient and also brilinta medication. After each stent was implanted he experienced episodes of diarrhea immediately afterwards.

Manufacturer narrative:
Evaluation results and conclusions: (root cause of the issue is undetermined). (Reaction). (Device or procedural images were not provided for review). (B)(4).